Manufacturer narrative:
The getinge fse later clarified that this event was reported in error. There was no reported malfunction of this iabp. A service request was erroneously created for this unit when attempting to submit the request for installation. The reported failure of broken fiber optic connector was captured on two separate complaints and submitted under 2249723-2018-01358 & 2249723-2018-01352. As a result, this complaint record will be cancelled in our system, as it is not a valid complaint.

Event description:
It was reported during the installation of the cardiosave intra-aortic balloon pump (iabp) the getinge field service engineer (fse) discovered that the fiber optic connector was broken. There was no patient involvement and no adverse event was reported.

Manufacturer narrative:
The production device history record (DHR) for this iabp unit was reviewed and no non-conformances related to the reported event were noted. The full name of the event site noted in (B)(6) medical center. A supplemental report will be submitted when subsequent information is provided.

Event description:
It was reported during the installation of the cardiosave intra-aortic balloon pump (iabp) the getinge field service engineer (fse) discovered that the fiber optic connector was broken. There was no patient involvement and no adverse event was reported.